Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that their insulin pump had given boluses that the customer had not programmed. The customer¿s blood glucose level was 49 - 52 mg/dl at the time of the incident. Nurse treated the lows with carb intake. It was reported that they did not accidentally press buttons to deliver the boluses. Troubleshooting was completed and the pump passed the tests conducted. The customer tried to upload the pump to carelink but the upload failed. The insulin pump will be returned for analysis.